Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that his vns therapy programming handheld was not properly communicating with a pulse generator. Troubleshooting identified the problem to be with the handheld serial cable. Serial cable was subsequently returned to manufacturer for product analysis. An analysis was performed on the serial cable and the reported complaint was verified. It was observed that the dell axim connector plug assembly hood was damaged, and was unable to plug completely into the handheld. This most likely allowed an intermittent connection between the handheld and serial cable causing communication errors.